Event description:
It was reported that the rx trek was advanced to the lesion in the mid circumflex with mild tortuosity but no calcification, for predilatation of the lesion. The rx trek was properly prepped per the instructions for use and angiography was performed prior to the intervention. However, the rx trek would not inflate. The rx trek was removed from the patient and it was inflated on the backtable when the nurse saw a pinhole in the balloon. Another rx trek was used successfully. The patient outcome was fine. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: intermediate; guide cath: ebu 3.75; sheath: 6f. Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood visible in the balloon and on the shaft and contrast in the inflation lumen, consistent with preparation and a rupture while in the patient anatomy. The balloon was loosely folded. An indeflator, filled with water was used to pressurize the balloon when fluid leaked from a pinhole in the balloon over the distal marker, confirming the reported inflation issue and balloon leak. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The leak was found at the edge of the fold at the distal marker impression. Mechanical damage was also found adjacent, distal, and proximal to the leak on the outer surface. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy such that at the balloon ruptured during attempted inflation outside of the patients anatomy. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.